Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation it was reported was a defective print on the barrel of the syringe. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #301037. Lot #unknown. Verbatim: rcc received a complaint via email. A customer of ours reached out to us about an issue they found with 2 pieces of the abovementioned part number. In their complaint, the customer stated that the issue was a defective print on the barrel of the syringe. They have discarded the items, so samples are not available. Additionally, they do not have the lot information available for me to share with you. This is simply an alert for tracking and trending purposes. No further action is required currently. Product number - 301037.